Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2010, 02/09/2010, and 02/23/2010 by phone, fax, and mail. A completed questionnaire was received on 02/04/2010. (B) (4)

Event description:
A surgeon reported a patient seeing a vertical starburst following intraocular lens (iol) implant surgery. The surgeon reported a yag laser has been performed. The surgeon reported, he has noticed a scratch in the middle of the optic of the iol.